Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced necrotizing fascitis of the left leg, abscess and infection. No other info is available.